Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels. The customer thought that eating more food than the food bolus or illness may have contributed to the high bg. The timing of the food bolus was changed and this had helped with reducing the high bg. The contact declined tandem technical support's offer to troubleshoot.